Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bad downstream occlusion (dso) seal. The dso seal was replaced. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The air detector had heavy damage. The cause of the reported issue was due to mishandling of the device. As a result, the air detector was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a damaged air detector. The event occurred during testing. There was no patient involvement, no patient injury was reported.